Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. It was noted slippage of a steerable guide catheter (sgc) occurred as there was a loss of transseptal access. Therefore, the sgc was removed and re-flushed. While flushing the sgc, a blood clot was observed in the hemostasis valve. Flushing and aspiration were performed; however, the clot was unable to be removed. Therefore, the sgc was discarded and replaced. The procedure was continued with a new sgc and another clip was implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the unintended movement of the sgc associated with loss of transseptal access and thrombosis/thrombus cannot be determined. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.